Event description:
Doctor uses balloon as per manufacturer to pre-dilate a calcified lesion in the proximal right coronary artery, upon reaching nominal pressure, plaque ruptured balloon, balloon was intact when taken out. No material left in patient